Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 562mm type b dissection combined with an aortic aneurysm. A re-entry tear was noted which was not covered during the index procedure. It was reported that approximately 8 months post index procedure, the patient had a type ia endoleak with continuing false lumen perfusion that had a partial thrombus formation. Intervention was performed approximately 6 months later, with bypass surgery and the implantation of an additional stent graft to resolve the event. The cause of the event was noted to not be device or procedure related but due to the type b dissection combined with the aortic aneurysm at the aortic arch along with an insufficient landing zone. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was noted that follow up was performed four days post index procedure and an increase in true lumen maximum diameter and decrease in the false lumen diameter was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A secondary intervention treatment was performed for the lesion on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was noted that at three year follow up, a secondary procedure was performed with the additional implantation of a stent graft for the treatment of a type ia endoleak. There was a noted increase in the true lumen diameter and decrease in the false lumen diameter over the length of the stent graft. It was also noted that the intervention from (B)(6) 2017 led to prolonged hospitalisation. If information is provided in the future, a supplemental report will be issued.